Event description:
New information received notes that there were continued episodes of non-sustained right ventricular oversensing (nsrvo) caused by post-paced t-wave oversensing (pptwos). Programming interventions were made. There was no patient symptoms reported.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Correction: g3 - date received by manufacturer was missing from previous report, and should have been reported as jul 2, 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported. Further information was requested but not received.